Manufacturer narrative:
The pump was received with blank display due to open trace on lcd driver on lcd board. There was no cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the display remained blank. The customer was advised the pump would have to be replaced and returned for analysis.